Event description:
A patient was hooked up to a baxter 6060 ambulatory pump in the afternoon for a 5-fu infusion. The patient called the next morning with the pump alarming "door open". The rn on call tried to troubleshoot the problem over the phone. After several attempts, the nurse stated a new pump would be brought to the patient's home. The alarming pump was brought back to the pharmacy and given to our biotech department for evaluation. Our biotech department stated that the pump has two broken hinges. The pump was sent into integrated medical services for repair. The pump was a daily rental from integrated medical services.